Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent facial surgery. A magnet was placed over the patient's device during the procedure, however, the patient received two inappropriate shocks from noise and oversensing. Also, pacing inhibition of five and six seconds was noted due to the noise. The patient was reportedly pacemaker dependent, but no injuries were sustained and no additional intervention was needed, as the source of the electromagnetic interference was stopped. Boston scientific technical services (ts) discussed that likely the magnet was not in the correct area over the device or that it moved during the procedure and was not longer in the correct position. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.